Manufacturer narrative:
The device was not returned for evaluation. The lot number was not provided. Therefore, a device history review and complaint history review could not be completed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: h3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Patient information not provided/unknown. Event date not provided/unknown. Device brand name unknown. Device product code unknown. Device catalog and lot number not provided/unknown. Device not returned.

Event description:
It was reported that an unknown device could not be seated onto the implant. Doctor was unable to provided additional item details. Based on available information, the implant remained in the patient's mouth.